Event description:
The catheter was used for the delivery of an embolic agent for the treatment of a brain aneurysm. The catheter was entrapped in the embolic and separated during withdrawal. There was no pt injury reported.